Event description:
Complainant alleged that during biomed testing, the device displayed "discharge error" and "defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.